Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. It was also noted that there had previously been small r-waves. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted: 2012 (B)(6). (B)(4).